Manufacturer narrative:
Device was used for treatment, not diagnosis. Age, weight, ethnicity: date of birth, weight and ethnicity were not provided for reporting. Brand name, PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). Common device name, procode, MFR, lot #, part #, UDI #: this report is for (band aid brand kizu power pad large ap 4901730021913). (B)(4). Device evaluated by MFR, manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records could not be completed as the lot number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with band aid brand kizu power pad large. The consumer used the product approximately six months ago for two weeks for a burn on her arm. After the burn healed and the product was removed, the color of the skin turned white in the form of the product. She has used the product several times, but this is the first time of this event. The consumer sought medical attention from her health care professional (hcp). Her hcp prescribed hydroquinone. The hcp suggested cauterizing with a laser for additional treatment. At this time, the symptoms have not resolved, and the consumer is still experiencing discoloration on her arm.